Event description:
It was reported that the customer's blood glucose (bg) value displayed as 'high' on the continuous glucose monitor (cgm). Suspected cause was due to the customer¿s pump settings needing adjustments. A correction bolus and manual correction injection were delivered to address bg. Reportedly, the customer updated their pump settings and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.